Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24fr sheath is 8.0mm. In this case, the minimum lumen diameter of the access vessel was 8.2 with small chuncks of calcification and no tortuosity noted. In this case, the exact cause for the sheath insertion difficulty and femoral injury cannot be confirmed; however, procedural (sheath was not rotated while indwelling in the patient) and patient factors (borderline vessel size in combination with calcification and/or tortuosity that may have not been appreciable on imaging) likely caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards clinical specialist (fcs), during the transfemoral tavr procedure, the patient sustained a femoral injury from the common femoral to the external iliac artery. Case summary: it was reported that at the beginning of the procedure the physician experienced difficulties inserting the 24f sheath. After the valve was successfully deployed and upon removal of the rf3 sheath the physician noticed that the sheath seemed to be binding in the iliac. The procedure was stopped. The physician indicated that from the external incision he could see a tear that extended from the patient's common femoral to the external iliac artery. The physician could also see a section of the sheath through the adventitia and therefore the decision was made to lacerate (lay open) the artery. The sheath was removed and a gel soft plus conduit 8x15 was sewn in from the common iliac to the common femoral. The patient was noted to have been transferred to the ICU in stable condition post procedure. One day post op the patient was ambulating and doing well. Additional information provided by the clinical specialist, indicated that during the indwelling time of the sheath was less than 45 minutes and the sheath had not been rotated. The patient¿s vessel did not have tortuosity, however, there were a couple of small chunks of calcium noted within the artery. These pieces of calcium amounted to a very small percentage of the perimeter of the vessel walls.